Event description:
Kci wound vac alarmed-found trac pad tubing to be detached at the hub that connects to the actual pad. Appeared to the reporting nurse to be a defect at the connection site. Potential for infection with the wound vac off greater than 2 hours. Patient was educated in troubleshooting, removal of vac and placement of ns wet to dry dressing until vac replaced. Reported to kci-asked for lot number of product-return product for replacement.======================manufacturer response for kci wound vac trac pad defect, kci wound vac trac pad (per site reporter).======================to remove/return the lot number and the product will be replaced.